Manufacturer narrative:
Result: glide rod.

Event description:
It was reported by service report that the side rail was broken and could not be locked in the upright position. It is unk if there was pt involvement or if there were adverse consequences to report.